Manufacturer narrative:
"Date of event" is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13503. It was reported that one of the leads was protruding out of the skin. As a result, surgery occurred during which the leads were explanted. It is unknown which of the two leads is liable. Therefore, both leads are being reported. During the same surgery, the ipg was also explanted as documented in manufacturer reference number 1627487-2019-13504.